Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection and the customer's complaint was not confirmed. The equipment was kept under observation for more than 4 working days but such issue did not reoccurr. The equipment was working ok as per olympus standards. The repair center also found heavy dust inside the unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction (unit¿s display was intermittently blacking out) was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
An olympus field service engineer (fse) was performing routine maintenance on the customer olympus visera elite ii video system center. During the maintenance, the fse discovered that the unit¿s display was intermittently blacking out. This event had no patient involvement.